Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose after delivering a bolus. Customer attributed low bg to be due to the settings needing adjustment and consulted with healthcare provider. The customer declined follow-up from tandem technical support.